Manufacturer narrative:
The biclamp lap forceps (and esus) were not returned for an evaluation. However, a short video of the procedure was provided. No equipment problems or issues were observed. Nonetheless during the esophagectomy and instrument activation, the video shows that the non-insulated hinge of the forceps inadvertently contacted the patient's trachea. It appears that thermal energy/heat most likely caused necrosis and the delayed perforation (note: other non-electrosurgical related issues could also have caused the perforation.). Therefore, no conclusive determination could be made as to the cause of the incident. A review of device history records (dhrs) for the possible involved generators did not reveal any anomalies. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. No trends have been identified and erbe USA, inc. Is now closing the file on this event

Event description:
It was reported that a biclamp lap forceps, maryland, serrated; l: 340 mm, od 5 mm (lot number not provided) was used in a laparoscopic esophagectomy. The instrument was used in association with an erbe electrosurgical unit (esu), model vio 300 d. On (B)(6) 2016, the patient experienced hypactivity of the lung, but no cause could be determined. On (B)(6) 2016, video-assisted thoracoscopic surgery (vats) was performed because the hypactivity had not subsided. During the vats, a perforation of the trachea was found. The delayed perforation was approximately 1 to 2 mm in size. Therefore, fascia was used to repair the small hole. Note: the erbe esu and forceps were distributed by a (B)(6) subsidiary to the hospital in (B)(6). The forceps part number (p/n) 20195-146 correlates with the erbe USA distributed p/n 20195-189.